Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt the ins battery was poking out, causing them pain. It was unknown if there were any environmental/external/patient factors that may have led to the issue. A pocket vision was to be scheduled. The issue was reported as not resolved at the time of report. There were no further complications reported or anticipated.